Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received hardware low level failures error alarm. The customer blood glucose level was 136 mg/dl. It was also reported that able to complete insulin pump rewind. It was also reported that insulin pump failed self test. The insulin pump will be returned for analysis.